Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Please see related record ccmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that "no readings", or "brief sensor issue"" occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient reported discrepancies between continuous glucose monitoring (cgm) values and blood glucose (bg) meter readings. Specifically, the cgm indicated glucose values in the 40 mg/dl range, while the bg meter measured approximately 300 mg/dl. The patient was using an omnipod insulin pump. The patient performed a calibration; however, the cgm values did not adjust to align with expected ranges. At another time during the event, the cgm displayed 180 mg/dl while the bg meter read 107 mg/dl; the exact timing of this comparison was not specified. Subsequently, the cgm stopped providing glucose readings (captured in this complaint). During the period in which no cgm data was available, the patient experienced a seizure. The patient reported that, due to the absence of cgm readings prior to the seizure, she assumed the episode was related to hypoglycemia. The patient was treated with midazolam, which stabilized her condition. She did not seek care from a higher level of medical assistance. At the time of reporting, the patient stated she was ¿fine.¿ no product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or patient information is available.